Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause for the settings getting wiped and the lack of stimulation could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the caller was seeing the error 574 code. No programmed parameters have been detected. It was reported that the patient went to bed on monday night feeling fine. Tuesday morning, patient was reporting feeling more dyskinetic but was worried that she had mixed up medications. At this time, her grandson was playing/holding her programmer (in pouch). Patient was scheduled for MRI that day for unrelated medical reasons. She arrived at hospital with worsening symptoms, patient was met by nurse to have ins interrogated and checked. Nurse used tablet first and saw message about "log or file will not save", then he tried that 8840 and saw message that some files will not be saved. Then tried with tablet again where a message came up indicating to enter in lead and ins information. Nurse than checked with the programmer and saw 574 message indicating no settings available. Then a 2nd programming nurse or pa, interrogated with another tablet and reprogrammed the ins. They ran impedance and they were all normal and ins was 75% full. Patient did get MRI. Pa stated that they met with patient last week and everything was normal, patient had checked ins following that appointment and everything was normal. No further complications were reported or anticipated with this event. Additional information was received: it was reported that the settings were wiped, and tech support said that was what the code meant. The patient was reprogrammed. The cause of the worsening symptoms was due to a lack of stimulation from something wiping their settings. The issue had been resolved as the patient was reprogrammed.